Event description:
It was reported that during an unspecified peripheral interventional procedure, a wire fracture occurred. The 60% stenotic lesion was located in the moderately tortuous and severely calcified anterior tibial artery. The physician attempted to advance an 8.0mmx300cm v-18 control guidewire to the lesion and after trying to push the guidewire two times, the guidewire broke into two pieces. The physician removed the guidewire fragment though a snare. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore an analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).